Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6944-58 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to right ventricular (rv) lead oversensing. It was also reported the rv lead exhibited high thresholds and high impedance. The pace-sense portion of the rv lead was capped and a new rv pace-sense lead was implanted. During the rv lead procedure, it was found that the patient's right atrial (ra) lead had dislodged at an unknown earlier time and exhibited no capture. The ra lead was reprogrammed. It was also reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to the inappropriate therapy, and the patient's left ventricular (lv) lead exhibited high thresholds. The crt-d was explanted and replaced during the rv lead procedure and the lv lead remains in use. No further patient complications have been reported as a result of this event.